Event description:
Patient was injected with newer generation allergan dermal filler products with vycross technology including volbella and voluma, as well as older generation allergan dermal filler procedure products including juverderm ultra and juverderm ultra plus over the time course of (B)(6) 2017 to (B)(6) 2017. Four months later, on (B)(6) 2018, she called to report one of the injection sites below the left eye became inflamed and tender. Antibiotics were called in immediately. The next day several injection sites were inflamed. This delayed inflammation appeared in sites that were injected 4-12 months prior. This was immediately reported to allergan ¿adverse events department¿ and sales representative. The sites affected with inflammation quickly turned to nodular/ granuloma- like lesions of the bilateral infraorbital areas, bilateral cheeks, upper lip, bilateral prejowel sulcus and marionette areas. These were the sites injected with newer generation allergan fillers with vycross technology, the ultra and ultra-sites were not affected. Unfortunately, the granulomas have been very difficult to treat. We have tried multiple hylenex injections, hylenex mixed with kenelog 10 as recommended by the medical liaison of allergan, two courses of oral steroid tapers (low and high dose) recommended also by the company, as well as two different antibiotics courses. Most area have improved but some of the larger granulomas are still problematic regardless of our meticulous weekly f/u. Patient compliance has been somewhat of an issue because she missed two appointments and delayed her oral steroid use because she lost the prescription. We are in almost daily contact with the patient follow-up. On (B)(6) 2017- 1cc volume injected into bilateral prejowel sulcus and nasolabial creases. Lot number incorrectly recorded. On (B)(6) 2017-1 syringe volbella to bilateral infraorbital areas, upper and lower lip, and bilateral marionette areas- lot number is v151a600585, ultra plus xc 1cc injected into cheeks and temples- lot number h30la70380. On (B)(6) 2018- 2cc volume injected in bilateral cheeks- lot number is vb10a79329; 1cc ultra xc injected into bilateral cheeks, mental crease, nasolabial crease - lot number vb20a79329. On (B)(6) 2018- 1 syringe volbella injected into cheeks and lips- lot number v151a70500.